Manufacturer narrative:
Insulin pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to blank display. No moisture damage on motor, vibrator, keypad and electronics assembly noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 600 mg/dl. Customer¿s current blood glucose level was 198 mg/dl and blood glucose at the time of incident was not known. The customer did not experience any symptoms related to high blood glucose level. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Customer was declined the troubleshooting for high blood glucose. The customer treated with insulin pump and manual injection. The insulin pump will be returned for analysis.